Event description:
On 7/1/1998; 1845 67 yr old caucasian male presented to ER with diagnosis of episodes of unresponsiveness, end stage renal disease, pulmonary insufficiency, rt bundle branch block, cerebro-vascular accident, hypotension. Grave prognosis, pt. Chief complaint was "worsening abdominal left lower quadrant pain with dizziness sitting up." Prior to transfer to intensive care unit pt had syncopal episode in radiology dept. (2030). Transfer to intensive care unit alert and oriented times three. No acute distress (2356). On 7/2/1998 0315 pt coded. Pt ambubagged by md pt orally intubated 0337. Pt. Placed on continuous mechanical ventilation 12 tidal volume 750- nebulizer treatment ordered and administered by cardiopulmonary tech. When nebulizer tubing disconnected ventilator failed to operate and read "err". (0345) pt. Ambubagged & placed on birdvent successfully. Subsequently pt. Expired due to grave underlying disease (@0924) processes. Note: when ventilator malfunction occurred respiratory therapist present at bedside providing immediate action.